Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the patient underwent an irrigation and debridement and then revision due to infection approximately three and four months post left articular surface exchange, respectively. All components were removed and replaced with cement spacer molds; operative notes provided noted purulent looking fluid in the joint space and subcutaneous. No additional patient consequences were reported. Mar 16, 2017: nexgen femur left size g catalog 00596401751 lot 61496467; nexgen tibia catalog 00598005701 lot 61451612; nexgen patella catalog 00597206532 lot 61454218; palacos rg 1x40 cement catalog 00111314001 lot 70364234; palacos rg 1x40 cement catalog 00111314001 lot 70364234 (adding cement and correcting femur item#). Correct: unknown nexgen 14mm articular surface. Associated femur item#.

Event description:
It was reported that the patient underwent an irrigation and debridement and then revision due to infection approximately three and four months post left articular surface exchange, respectively. All components were removed and replaced with cement spacer molds; operative notes provided noted purulent looking fluid in the joint space and subcutaneous. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen femur left size 0, catalog 00598401751, lot 61496467; nexgen tibia, catalog 00598005701, lot 61451612; nexgen patella, catalog 00597206532, lot 61454218. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure approximately three months post implantation after the knee tested positive for infection.